Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Iegms revealed that there was noise on the rv pace/sense portion of the lead that could potentially cause inappropriate shock. Physician decided to cap the rv sense and df-1 portion of the lead. The atrial dipoles were sensing appropriately, so the atrial sense portion of this lead was plugged into the header of the new device. No adverse patient events were reported. Should additional information become available, this file will be updated.